Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc system on (B)(6) 2010 to treat her for stress urinary incontinence. It was alleged that from (B)(6) 2010 through present, the plaintiff experienced injuries, including, but not limited to chronic pain, discomfort, dyspareunia, urinary problems, infections, and worsening incontinence. It was additionally alleged the plaintiff required and will continue to require healthcare and services, suffered mental anguish, severe and permanent injuries as well as other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.